Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for blood glucose levels above 600 mg/dl. The customer had changed the infusion set three days prior to being hospitalized. Nothing further was reported.